Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused. It was further reported that first infusor had 50 ml left and the second one had between 120 ml and 150 ml left after a twenty-four hour infusion. The issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.